Event description:
It was reported that the patient experienced no stimulation sensation. The patient fell on her behind about a month ago. A week later, two of her five or six programs only stimulated her on one side, rather than both. Later she could not feel stimulation at all. The implantable neurostimulator (ins) was on and the patient could increase stimulation, she just could not feel it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 3708120, serial# (B)(4), implanted: 2009 (B)(6), explanted: unknown. Extension: model 3708120, serial# (B)(4), implanted: 2009 (B)(6), explanted: unknown. Lead: model 39565-30, serial# (B)(4), implanted: 2009 (B)(6), explanted: unknown. Programmer: model 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4).